Event description:
The user facility reported that a radifocus guidewire m was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in which the guidewire fractured and had to be removed. The following information was provided by the user facility: the actual sample was inserted into the patient's main pancreatic duct using an endoscope; a fluoroscope was used to assist with advancing the guidewire into the caudal pancreatic duct which took more than 1 hour; force was applied to the guidewire when it reached the stenosed segment of the pancreatic duct causing the distal portion of the guidewire to fracture and was "lost" in the cephalic portion of the pancreatic duct; the fractured portion of the guidewire was removed when the ercp procedure was completed again. It was reported that the procedure was completed successfully; however no additional information concerning the patient's condition was provided by the user facility.

Manufacturer narrative:
(B)(4). Results - is based upon the evaluation of the actual sample; based upon the evaluation of the undamaged portion of the actual sample the actual device was returned and evaluated. Visual inspection showed that it was fractured approximately 26mm from the distal end. The urethane layer was missing from approximately 16mm to 48mm from the distal end, which included the fractured portion, and the core wire was exposed and found to be deformed into a curved shaped. Magnifying inspection of the fractured portion of guidewire revealed that the urethane layer had been diminished toward the end where the core wire was completely exposed suggesting that it had been forcefully pulled. Electron microscopic inspection of the fracture revealed the generation of creases which indicates that the urethane layer had been pulled and then it shrank back and appeared to have been ripped off. This inspection confirmed that there were no anomalies found such as a flaw or dent that would contribute to this event. Further tactile inspection was conducted on the lubricity of the guidewire's coating and no catch was felt. Electron microscopic inspection of the distal end of urethane coating on the guidewire's main body found creases similar to those found on the separated distal piece. Abrasions were found around the end of the urethane layer suggesting that the urethane layer was subjected to external forces such as an abrading force. The undamaged segments of the actual device were further inspected and no anomalies were found and confirmed to meet product specifications and comparable to current product. Further reproductive testing was completed using a retention sample and subjecting it to one-way torque force, repetitive bending at a 90 degree angle, one-way pulling force, and loop shape force. The results confirmed that each test caused the retention sample to fracture and had similar damage as noted on the actual device. Based on user facility information and the evaluation of the actual sample, there is no indication that this event was related to a device defect or malfunction. The findings suggest that the actual sample was subjected to a repetitive bending force when inserted into the patient's stenosed pancreatic duct. As a result, the core wire fractured due to metal fatigue and subsequent pulling caused the urethane layer to rip off. Device labeling does address the potential for such an event in the instructions-for-use by statements such as, "do not apply repetitive bending force to one specific point of the device as this may cause damage to the guide wire m." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate track, trending, and follow-up. (B)(4).